Manufacturer narrative:
The device was discarded by the user facility and will not be returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most likely cause could be attributed to the operator¿s technique. The instruction manual for use gives several warnings in an effort to prevent fallopian tube damage. ¿extend the tongs and grasp the fallopian tube by moving the operating slide forward toward the distal end of the applicator. Grasp with the inferior tong positioned on the bottom of the fallopian tube to avoid injury to the tube. Carefully inspect applicator tongs prior to use. Do not use tongs if out of alignment or are damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube.¿

Event description:
Olympus was informed that during a bilateral tubal ligation (btl) procedure, the fallopian band applicator would not deploy properly and lacerated the patient¿s fallopian tube. The lacerations were sealed with a cautery device. There was minor bleeding observed. The same cautery device was used to complete the intended procedure by sealing the fallopian tube. It was reported that the procedure was prolonged for an unspecified amount of time.